Event description:
It was reported the patient experienced inadequate stimulation with their scs system. In turn, reprogramming was unable to resolve the issue. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced.

Manufacturer narrative:
Date of implant: (B)(6) 2014.